Event description:
Information received from the field notes that the patient presented for a routine follow-up with a rate in the 50's. An ECG observed no pacing and no response to magnet application. Multiple attempts to interrogate were unsuccessful.